Manufacturer narrative:
H3: pending evaluation.

Event description:
It was reported that this patient was experiencing hip pain. Liner is defective and shearing into the joint and surrounding tissues. No further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the adverse event is likely prosthesis wear and a combination of risk factors, such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information, and the devices appear to remain implanted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.